Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material #: 20039e. Batch/lot #: unknown 20115448. It was reported that they cannot flush the pigtails when they are first used. There may be others out there. We have not had adverse patient outcome.